Event description:
It was reported that allegedly display segments were dim for two large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA 1143616 was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The device is used for treatment purposes.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly display segments were dim for two large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.